Event description:
The customer states that there was a gen error 10520 and a reoccuring thermal error 2307 messages displayed on the c-arm.

Manufacturer narrative:
The ge service rep replaced the eeprom on the motron board and located intermittent failure with the lvps within the generator cabinet. He also replaced the lvps. The system operates as intended.